Event description:
The patient claimed that the animas pump has an intermittent power issue. Reportedly, the patient received the verification screen 4 times without replacing the battery. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The product was sent back for investigation. The patient was advised to go on the backup plan. At the time of concern, the patient had blood glucose reading in the 400 mg/dl range. There was no report symptom or medical intervention to suggest a serious injury. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box shows several reboots occurring on two separate days. No physical damage was observed to the battery compartment or battery cap; the cap fastened securely to the pump. The pump booted to the "verify" screen with auditory and vibratory alarms; no intermittent power was duplicated. An external power supply was used to test for excessive current drain; no excessive current drain was observed. There are no alarms related to the complaint in the alarm history. The pump was exercised for 24hrs with no reboots being duplicated. Pump was opened after testing and evaluated; no defects were noted to the pcb assembly, power flex, or terminals.